Manufacturer narrative:
This MDR is regarding the 2nd device of the reported two failure devices. The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the seal & cut short circuit error and contact marks occurred since the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The open circuit error possibly occurred due to activating output by the user without grasping anything or with grasping some insulating material. Contact failure of the connector part was also considered as a cause. The ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section was closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling. Cross reference MFR. Report number is 8010047-2015-00714.

Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic gastrectomy, the 1st tb-0535fc was used. After 30 minutes of use, seal & cut short circuit error and open circuit error occurred and the user confirmed that the ptfe pad of the 1st device was separated. He exchanged it with the 2nd tb-0535fc (the subject device) and continued the procedure. But, after 1 hour of use, seal & cut short circuit error and open circuit error occurred frequently and the 2nd device (the subject device) could not be activated. The procedure was completed with a different device. There was no patient injury reported. After omsc received the subject device for evaluation, omsc confirmed that the ptfe pad of it was partially separated on (B)(4) 2015. This is the second of two reports.